Event description:
It was reported that an alert was generated for an out-of-range right ventricular (rv) pacing impedance measurement greater than 3000 ohms which resulted an automatic lead safety switch (lss) of bipolar to unipolar mode. The observation was communicated to the clinic with the recommendation for lead assessment. The system remains in service and no adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that an alert was generated for an out-of-range right ventricular (rv) pacing impedance measurement greater than 3000 ohms which resulted an automatic lead safety switch (lss) of bipolar to unipolar mode. The observation was communicated to the clinic with the recommendation for lead assessment. The system remains in service and no adverse patient effects were reported. Additional information was received confirming that impedance measurements have remained stable in unipolar mode. The patient has not yet presented for a follow up visit; however, remote monitoring will continue. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information was received confirming that impedance measurements have remained stable in unipolar mode. The patient has not yet presented for a follow up visit; however, remote monitoring will continue. No adverse patient effects were reported.